Event description:
Reportedly, ventricular noise episodes were confirmed during a regular ICD follow-up on (B)(6) 2010. Several noise episodes were recorded in the files of previous follow-ups, but there was no inappropriate therapy delivered. Noise episodes were not recorded in recent follow-up files. An investigation was required to check if there was any lead issue.

Manufacturer narrative:
The device was explanted and returned for analysis.

Event description:
Reportedly, ventricular noise episodes were confirmed during a regular ICD follow-up on (B)(6) 2010. Several noise episodes were recorded in the files of previous follow-ups, but there was no inappropriate therapy delivered. Noise episodes were not recorded in recent follow-up files. An investigation was required to check if there was any lead issue.

Event description:
Reportedly, ventricular noise episodes were confirmed during a regular ICD follow-up on (B)(6) 2010. Several noise episodes were recorded in the files of previous follow-ups, but there was no inappropriate therapy delivered. Noise episodes were not recorded in recent follow-up files. An investigation was required to check if there was any lead issue.